Event description:
A pump motor stall was confirmed in the event log with no motor stall recovery recorded in 2008. The patient experienced increased spasms. On three days later, the tube set message was noted. On the next day, an alarm was heard and telemetry confirmed a critical alarm was occurring. The alarm was due to the motor stall. The patient reported increased pain. A motor stall test was performed; which revealed that the motor turned 60 degrees. The patient had not been near an MRI or magnetic field. The patient reported the pump had stopped beeping and also reported minor relief. On ten days later, the medical assistant stated the pump dye study was fine and the patient was doing fine.